Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that patient was experiencing worsening of procedural pain. Symptoms include fever and incision site was warm to touch. A small discharge at the lead site was noted. The patient was prescribed antibiotics for infection.